Event description:
Emt's responded to a person in cardiac arrest who had been released by the hospital 4 days earlier. The device was connected to the device with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device continuously alarmed connect electrodes and would not analyze the patient's rhythm. A backup device was called for but the emt's were given a do not resusitate order by the relatives who arrived at the scene. The reporter indicated the device did not cause or contribute to the patient's death because the patient was not viable. The reporter said the patient had history or emphysema, diabetes, and cancer and had severe edema at the time of the reported incident.

Manufacturer narrative:
H6: the reporter stated they replaced the device and removed it from service. Medtronic made an offer of service for the device to the customer that will be considered.